Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot - part/lot combination are unknown at synthes gmbh, no DHR review possible. If the device is returned or the lot number is confirmed the DHR will be revisited. 16.11.2021: part # 413.016, lot # 27p9105, manufacturing site: grenchen, release to warehouse date: 25.11.2019, expiry date: n/a. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part/lot combination are unknown at synthes gmbh, no DHR review possible. If the device is returned or the lot number is confirmed the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, three (3) screws broke in the patient postoperatively. It was reported that on an unknown date the patient was admitted with comminuted fracture of right humerus, implanted with steel needle for temporary fixation, at the same time, a steel plate was implanted on the outer side of the distal humerus, and the screws were screwed in sequence. The surgery reportedly went smoothly. About 8 months later, patient returned to hospital for a follow-up visit. The patient complained of limited movement of right hand, without obvious swelling. Therefore, an imaging examination was performed and three (3) screws were found to be broken. No additional information could be provided. This report is for one (1) lockscr ø3.5 self-tap l16 tan. This is report 1 of 3 for (B)(4).